Manufacturer narrative:
Exact date unknown, event occured 3 years ago. Explant date: 3 years ago.

Event description:
It was reported that the patients scs (spinal cord stimulator) was non-functional. The patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts.